Manufacturer narrative:
Additional information : the actual sample was received for evaluation; however, the sample was contaminated with blood. The reported condition is not clearly observed in the returned sample and due to the nature of the returned sample no additional testing could be performed. Therefore, the cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink blood recipient set leaked during blood infusion. It was further reported the leak occurred at the medication port closed to the patient. A new set was attached to administer the rest of the blood unit. There was no patient injury or medical intervention associated with this event. No additional information is available.